Event description:
Beckman coulter inc. (Bec) contacted this customer on (B)(6) 2012 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated one occurrence on (B)(6) 2012 of non-reproducible false positive accutni results. The customer stated the non-reproducible false positive accutni result was not reported outside the laboratory due to repeat protocol in place of verifying unexpected results prior to reporting results outside the laboratory. Actual pertinent data for this event was not supplied. The customer was asked to provide specific data to include patient's demographics, sample data report, and sample collection; however, the customer declined to provide this information.

Manufacturer narrative:
The unit is currently performing within qc specifications upon contact with the customer. Service was declined by the customer. No additional information is available for this event. The following mdrs have been submitted to document the false positive accutni results generated by this instrument at the customer's lab on different dates: 2122870-2012-00560, 2122870-2012-00562, 2122870-2012-00527.